Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer replaced the sodium electrode and calibrated the ion selective electrode (ise). The sample was repeated, resulting high. The cse cleaned the ion selective electrode (ise) lines, replaced the buffer and performed calibration. The cse ran coefficient of variation (cv) check, which was within specification. The cse performed quality controls (qc), which were within range. The cse repeated the sample in question on the original instrument and on alternate advia 1800 instrument, which resulted high on both. Ten patient samples were run on both instrument, with comparable mean results. The customer repeated qc, which resulted within range. The cause of discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on one patient sample on an advia 1800 instrument. The initial discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The customer performed troubleshooting and reran the same sample on the same instrument and obtained a high result. After further troubleshooting, the sample was repeated twice on the same instrument and once on an alternate advia 1800 instrument, all resulting high and matching the initial result. The customer ran ten patient samples on both the original instrument and alternate instrument, both of which had comparable mean results. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.